Event description:
It was reported that one day post-implant, undersensing, ffrw (far-field r-wave) oversensing, and atrial lead dislodgement were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m62 lead implanted: (B)(6) 2014; 429888 lead implanted: (B)(6) 2014. (B)(4)